Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance testing. The sensor failed per specifications. Also found the needle hub separated from the sensor base. Unable to perform the insertion complaint due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were issues with two sensors. One sensor was giving her false lows and suspending the insulin pump inappropriately. The patient's current blood glucose was 287 mg/dl but her sensor glucose was 337 mg/dl. The customer was advised on proper insertion technique. She also confirmed that the sensor was not bent or damaged. The second sensor broke; the needle hub got stuck in the serter and broke off of the sensor. The customer reported bleeding at her insertion site. Her blood glucose at the time of sensor break ranged between 160 mg/dl and 170 mg/dl. Troubleshooting was initiated to remove the sensor from the serter. Both sensors will be returned for analysis and two replacement sensors were shipped to the customer.